Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection detected ligature markings 36 cm distal of the is4 connector pin. 34 cm distal of the is4 connector pin, kinking and deformation of the coil were found. 35 cm distal of the is-4 connector pin, the insulation was found to be damaged, and a coil fracture of all conductors was detected at this site. This damage is with high probability the cause of the high pacing impedance complained about. The position and kind of the damage are characteristic for massive mechanical stress of the lead due to an electrode situated directly proximal of the ligature with a narrow bending radius. In addition, cuts into the lead body were found during the analysis 36 cm distal of the is4 connector pin, which are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 14 months after the implantation due to a pacing impedance greater than 3000 ohms and an exit block.